Event description:
Patient additionally reported a right side rupture and exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, rashes under their arms", pain "when they take showers, and lymphedema," " swollen, hard and three times the size, and "was also told there is a lot of fluid."

Event description:
Patient reported right side "pain, rashes under their arms", pain "when they take showers, and lymphedema." Patient reported additional events of "swollen, hard and three times the size," and "was also told there is a lot of fluid." Device remains implanted.